Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The transmitter was removed prior to removing the sensor pod. Labelling indicates: do not remove the transmitter before removing the sensor pod from your body.

Manufacturer narrative:
(B)(4). Upon further review of the complaint, report number 3004753838-2016-49668 was submitted in error. Follow-up was made with the patient on (B)(6) 2016 and patient retrieved sensor from the trash and noticed the sensor wire was still attached to the sensor pod and had mistaken it for cat hair.